Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's therapy stopped due to a por (power on reset) message. The patient had been attempting to recharge the ins. They were not able to turn the stimulation on/off due to the por but confirmed she was able to charge the ins. They will be calling back with their programmer present in order to attempt to clear the por and turn stimulation back on. The patient called back that same day, and they walked the patient through clearing the por on both the recharger and programmer. The patient confirmed she was successful with clearing. They also reported that the grey button on the left hand side of the insr was permanently pushed in. They inquired if this would contribute to her having the por screens appear on her equipment. It was reviewed that it would not be expected to be related to the por. They confirmed that they noticed this issue last friday. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported.